Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-feb-2022, mentor received additional information about the event: it was reported that both of the patient¿s breast prostheses have started to drop. The patient underwent a primary breast augmentation procedure with the suspect medical device. The patient dob, race, gender, and ethnicity were provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation procedure with mentor smooth round moderate profile 425 cc saline breast prostheses developed pain in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.